Event description:
It was reported that there was a pump and catheter replacement due to a break, tear or hole. Add'l info has been requested, but was not available as of the date of this report. Please refer to MFR report # 3007566237201008737.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.